Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date. Blood glucose at the time of event was 53 mg/dl. Treated with food for low blood glucose. Customer had shaking, anxiety as symptoms of low blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Unomed inf set, frn-unk-rsvr.